Event description:
The complainant had an impella cp support ongoing along with ECMO when the male patient suffered a cva/stroke and expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported stroke /cva has been completed since the original report was filed. As the necessary clinical information was not provided, the true root cause of the stroke/cva could not be determined.